Manufacturer narrative:
An attempt was made to obtain patient's information; however, the customer declined to provide the information. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a low leak co2 rebreathing risk. Reportedly, the customer also stated that the unit would fail system leak test many times. There was no patient harm reported

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received gas delivery system (gds) assembly for evaluation. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The gds assembly was tested and fi technician found defective u1 (sensor air flow amp 1000 sscm) generating the average air flow display reading at -239.7 lpm and the analyzer reading at 240.0 lpm set at 10 lpm. The defective u1 caused the low leak-co2 rebreathing risk. Conclusion: the determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the defective u1 caused the low leak-co2 rebreathing risk.